Event description:
It was reported that the balloon on the catheter ruptured after one day of use. There were no pt complications.

Manufacturer narrative:
MFR control number. Ic97-835. The sample has been retruned to arrow. Co's evaluation determined that the balloon had a tear near the distal glue line. Balloon failure can be associated with environmnetal factors during manufacturing, shipping, & storage.